Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. H3 other text : not available.

Event description:
It was reported by the surgeon that it was noticed post operative the patient has heterotopic bone growth. There will be a revision surgery to revise and replace the tmj devices.

Manufacturer narrative:
The device history records confirmed that the tmj devices met all specifications. The surgeon reported heterotopic bone formation around the joints, leading to device removal, but noted that the explanted devices showed minimal wear. No product defects or manufacturing issues were identified. The root cause is related to the patient¿s condition, not the product. No corrective action is required, and the complaint will be monitored for trends.

Event description:
It was reported by the surgeon that it was noticed post operative the patient has heterotopic bone growth. There will be a revision surgery to revise and replace the tmj devices.